Manufacturer narrative:
H6: code c19: a review of the manufacturing records indicated the lot met all pre-release specifications.

Manufacturer narrative:
H6: code c21 - results pending completion of product history review. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention include endoleaks. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent a total debranching tevar for an aortic arch aneurysm using conformable gore® tag® thoracic endoprosthesis and gore® tag® conformable thoracic stent graft with active control system(ctag/ac). Reportedly, the ctag/ac was placed proximally, the procedure went well with all devices being implanted with no issues and patient tolerated the procedure. On an unknown date, a proximal type I endoleak was observed. There was no aneurysm enlargement reported. It was unknown if the patient's anatomy was tortuous. The cause of the proximal type I endoleak is unknown. On (B)(6) 2023, a reintervention was preformed, an additional stent graft was placed proximally, the endoleak was resolved. The patient tolerated the procedure.